Manufacturer narrative:
(B)(4).

Event description:
Patient dexcom on (B)(6) 2016, to report a broken applicator needle that occurred on (B)(6) 2016. No additional even or patient information is available.